Event description:
It was reported that an ilet device appeared not to charge because it was not properly seated on the charging pad; during guided troubleshooting the device was positioned correctly and the battery increased from 7% to 32%, confirming charging. Symptoms included no adverse clinical effects or glycemic symptoms. Outcomes included no impact on health and no need for medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique related to charger alignment. It was concluded that the device functioned as designed after correct seating on the charger, and no device malfunction was identified.